Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range shock impedances. There was no evidence of noise in stored episodes and none could be reproduced with isometrics. Boston scientific technical services (ts) suspected lead tip calcification. No adverse patient effects were reported. No surgical intervention is planned and the patient will be monitored. The device remains in service.

Event description:
New information received indicates that the lead was programmed to single coil and the patient underwent defibrillation threshold (dft) testing to confirm adequate sensing, detection and success of shock delivery system. The device remains in service and the patient will be monitored.